Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd solomed¿ syringe with needle there was an issue with foreign matter.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible to observe foreign matter ¿ silicone visible. The potential cause for the problem is failure at syringe lubricant system at snd assembly machine. The operators will be notified from this complaint.

Event description:
It was reported that before use of the bd solomed¿ syringe with needle there was an issue with foreign matter.